Event description:
It was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr), a total of 1233 primary unicompartmental knee replacement procedures with the journey uni system were studied in a period between 1-sep-1999 and 4-may-2022. From this cohort, 60 patients required a revision surgery due to different reasons, including loosening (23 patients), progression of disease (14 patients), pain (2 patients), infection (6 patients), fracture (5 patients), bearing dislocation (1 patient), lysis (1 patient), instability (3 patients) and malalignment (2 patients). From the 60 revised patients, 46 had a tkr (tibial/femoral) revision, 9 had a uni insert only revision, 3 had a uni tibial component revision and 2 had a uni femoral component revision. The patients that suffered from the revision surgery had the following primary components implanted: journey uni tibial baseplate jrny uni tibial base lm/rl sz 1 (1 patient), jrny uni tibial base lm/rl sz 2 (1 patient), journey uni tibial base left medial/right lateral size 3 (4 patients), journey uni tibial base left medial/right lateral size 4 (2 patients), journey uni tibial base left medial/right lateral size 5 (6 patients), journey uni tibial base left medial/right lateral size 6 (3 patients), journey uni tibial base right medial/left lateral size 2 (6 patients), journey uni tibial base right medial/left lateral size 3 (13 patients), journey uni tibial base right medial/left lateral size 4 (15 patients), jrny uni tibial base rm/ll sz 5 (6 patients) and jrny uni tibial base rm/ll sz 6 (3 patients). Journey uni femoral component oxinium, juni ox fb fem sz 2 lm rl (2 patients), juni ox fb fem sz 3 lm rl (2 patients), juni ox fb fem sz 4 lm rl (3 patients), juni ox fb fem sz 5 lm rl (4 patients), juni ox fb fem sz 6 lm rl (6 patients), juni ox fb fem sz 7 lm rl (1 patient), juni ox fb fem sz 2 rm ll (4 patients), juni ox fb fem sz 3 rm ll (6 patients), uni ox fb fem sz 4 rm ll (16 patients), juni ox fb fem sz 5 rm ll (9 patients), juni ox fb fem sz 6 rm ll (6 patients) and juni ox fb fem sz 7 rm ll (2 patients). As the information was extracted from the aoanjrr, no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented was obtained from the australian orthopaedics association national joint replacement registry (aoanjrr) was reviewed. Based on the information provided, further information will not be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images/graphs provided in the article have been interpreted within the text; therefore, no further analysis of the images/graphs is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, abnormal loading of limb, bone degeneration, patient reaction, patient anatomy, post-operative healing issue, fit/sizing issue, lack of ingrowth, lifetime of device, joint tightness, material in use, loss of sterility, contamination, surgical technique used, user/procedural variance and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.